Manufacturer narrative:
One opened and used sensor was inspected and found sensor cannula bent and retracted inside of the sensor base. No broken or missing parts were observed during analysis. It could not be confirmed if the customer received sensor in said condition due to it being returned opened and used.

Event description:
It was reported that the sensor electrode was missing when the sensor was removed from the body. The blood glucose reading was not known.